Event description:
The customer reported that the touch screen has fluid ingress, on the lower right corner and the screen is inactive. No pt involvement.

Manufacturer narrative:
Evaluation by the carefusion field service technician is anticipated, but has not yet begun.